Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700. Model: sc-2317-70. Serial:(B)(6). Batch: 20688532.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that one of the leads migrated and had high impedances. The patient underwent a lead replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was kept by the medical facility.